Manufacturer narrative:
Patient information could not be obtained. The customer advised that there is no patient information on file for this event. A ge healthcare service representative performed a checkout of the equipment and was able to reproduce the customer's reported complaint (avance cs2 reboots when bottom drawer is closed quickly). The customer removed the drawer insert resolving the reported complaint.

Event description:
The hospital reported that, when the drawer is closed quickly, the unit goes into a system reset. The clinician reportedly rebooted the machine to resolve the reported complaint. There was no reported patient injury.